Event description:
(B)(4). Had device inserted in my dr's office without a essure rep, dr "accidentally " put the first device in too far and had to put two in my left tube. He vocally made it known. At the x-ray apt he pointed at it and said "there's the extra one", when asked if it could cause a problem in the future, he said "it shouldn't". I have had pain ever since! Along with electric shock feeling when pressed in the area, blurred vision, severe fatigue, cramping, heavy periods, pain with intercourse, throbbing pain at entrance of vagina, ringing in ears, pain with urination and defacation, long periods, pelvic pain, memory loss, dizziness.

Event description:
(B)(4). Had a hysterectomy on (B)(6). Doctor found that the "extra" third coil migrated through my left tube and attached to my colon!